Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump's (iabp) battery 2 does not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.